Event description:
Hospital worker found a leakage from the y of the set during patient use. There was no patient injury. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). One actual unit was received for evaluation purposes related to leaking set-connector area condition. Unit was visually inspected and found to have a y-vinyl broken. Unit failed to pressure test at 8psi 1/1, and to functional test 1/1. The reported condition was confirmed.